Manufacturer narrative:
Insulin pump received with no act button response, due to corroded keypad trace. No button error alarm noted during testing. Insulin pump was received with minor scratches on display window, c racked case on display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed button error while the customer was trying to program a bolus into the insulin pump. The customer's blood glucose was 83 mg/dl. The customer stated that they removed the battery but the anomaly persisted. The discontinuation of the device was advised. The customer stated that they did not know the settings of their insulin pump and wanted assistance, but they were advised to seek help from their doctor. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.